Event description:
Related manufacturer reference number: 2017865-2021-29874. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial and right ventricular leads exhibited noise oversensing causing pacing inhibition. The atrial and rv leads were reprogrammed and the patient was in stable condition.